Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, she was currently using a loaner pump that was provided by her doctor and she has been experiencing extreme low blood glucose reading. At one point she attempted to deliver insulin and the insulin pump wouldn't work, and now the device is unable to rewind. Customer woke up with low blood glucose of 42 mg/dl, current 130 mg/dl. Customer treated low with juice. Customer was unable to rewind due to a keypad anomaly as customer spouse was attempting to change the set when the buttons stopped working. Troubleshooting was performed and the customer didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.